Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported event. There has been corrective and preventative action taken relative to this matter. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.

Event description:
Baxter affiliate reports that a spike of a transfer set was broken. There was no patient injury or medical intervention associated with this incident.